Event description:
This lead was implanted on (B)(6) 2007 and still remains implanted at this time. It was noted on (B)(6) 2016, that there was something in the arrhythmia logbook on the lead which the physician could not explain. The physician was dr. (B)(6) at (B)(6) hospital (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).